Manufacturer narrative:
(B)(4). The actual sample was not returned. A photographic sample was evaluated. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection (photo only) was performed with naked eye and magnification which identified a loose pull ring cap on the patient line connector. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap fell off from the transfer set before the package was opened. There was no patient involvement. No additional information is available.